Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r2td, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported having pain with implantable neurostimulator (ins) in (B)(6) 2015 resulting in the ins being moved from the left side to the right side. After the revision, the patient started having pain in the neck and arm which subsided after going to therapy. The pain came back in (B)(6) 2015 after another ins revision which was performed due to ins movement. Cause, troubleshooting, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.